Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: later it was reported by the rep that during the procedure, the device fired one unformed staple and did not cut at the first stroke then locked out. A third device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The analysis found that one long60a device a was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no reload was received for analysis. The device opened and closed as intended. The long60a device b was received for analysis with no visual non-conformances and with a white cartridge reload present. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the articulated position with the returned cartridge reload and it fired, cut and formed all the staples as intended. After further analysis the knife was noted to be damaged. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device opened and closed as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a roux en y procedure, right out from the packaging after loading, the device would not close. The device was not inserted into the patient. Another device with the same white cartridge was used to complete the procedure. There was no patient involvement.